Manufacturer narrative:
The insulin pump was received with a protruded/loose drive support disk, minor scratches on the display window, broken battery tube threads, and a cracked reservoir tube lip. The compromised force sensor system alarm occurred during the basic occlusion test due to the protruded/loose drive support disk. The pump was monitored and had no motor noise anomaly noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that her insulin pump alarmed with a compromised force sensor system while she was inserting a new reservoir. Her blood glucose at the time of incident was 235 mg/dl. Troubleshooting was initiated for the priming issue. Customer stated that when the piston is about to meet the reservoir a funny noise will occur and then the piston will stop moving. Customer also reported that insulin is squirting out during the manual prime process, and that insulin continues to drip out after the motor stops. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.